Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test, or verify the operating currents due to motor error alarm. No moisture damage found on the electronics, cracked battery tube and vibrator assembly noted during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratches on window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.